Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient reported pain with pacing. The patient presented in clinic for a routine follow-up where it was determined the patient¿s right ventricular lead exhibited no capture. The physician elected to cap and replace the lead on (B)(6) 2018. The patient was stable following the procedure.